Event description:
It was reported that during surgery, the t2 implant of the fast-fix 360 deployed prematurely. It is unknown if there was a delay or if there was a back-up device available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system, intended for use in treatment, has been returned for evaluation. The information provided states: ¿the t2 implant of the fast-fix 360 deployed prematurely¿. Visual assessment of the device showed bent needle. The depth limiter was cut to the surgeons desired length. An implant and cut sutures were returned. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Product met specifications upon release to distribution.

Manufacturer narrative:
The reported fast-fix 360 curved ndl delivery sys ¿ 72202468 intended for use in treatment, has not been returned for evaluation. Without the reported product, a visual and functional evaluation cannot be performed and the customer¿s complaint cannot be confirmed. From the information provided, ¿during surgery, the t2 implant of the fast fix 360 deployed prematurely¿. An exact root cause cannot be determined with confidence. Per the device instructions for use under warnings ¿do not bend the delivery needle there were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of the complaint and manufacturing records was performed and indicated similar allegations for the lot number reported.